Event description:
A patient who was implanted with a bioarc sling system presented more than one year following surgery with tissue granuloma. Doctor reported excising granulomas and finding intact surgical knots. The granuloma was removed with approximately 6cm of suture.